Event description:
A peritoneal dialysis patient called fresenius technical support to report a can't turn on cycler and burning smell on the liberty select cycler. The patient explained that they were connected to the cycler and realized that there was a burning smell coming from the machine while in treatment in drain 2/5. The burning smell comes from inside the machine and it is only detectable when is very close to the machine. The can't turn on cycler issue occurred power up. The display was blank. The patient was advised to discontinue use of this cycler and was informed that cycler would be replaced due to can't turn on cycler and burning smell. There was no patient harm or adverse event, no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. Additional information: follow up attempts have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Voltage check passed. Post-accelerate stress test (ast) simulated treatment was performed and passed with no further alarms or issues. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.